Manufacturer narrative:
Na

Event description:
Nurse reports via our sales rep, that during a surgery a miss drilling at the most distal locking screw occured. She further reports that this was detected a few days later during an x-ray check and that the screw was removed in a second surgery without implanting an exchange.